Event description:
It was reported that the problem about 2 clips appliers in a gynecology procedure. The first device used seems to have less than 20 clips. It was necessary to use a second device to finish procedure but this second applier had only 16 clips. The two devices were decontaminated. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 7/26/2007. Instrumenta; empty, broken handle. Instrument b: batch #d9d83g, expiration date: 12/18/2011; 01/18/2007. Evaluation summary: no conclusion could be reached on the analysis results as to what may have caused the reported incident. The mcm20 instrument (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. No conclusion could be reached based on the analysis results as to what may have caused the reported incident the mcm20 instrument (b) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed due to the returned condition of the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.